Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. In addition, this inspection revealed a dented bottom cover. The photographic imaging inspection revealed multiple cracks along the hybrid and disturbed wire bonds. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid and disturbed wire bonds. A corrective action was implemented. This older device is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. External equipment was exchanged; however, the issue did not resolve. Programming adjustment as well as device testing could not be completed due to loss of lock. Revision surgery is under consideration.

Manufacturer narrative:
Additional information sections: b.3, d.6b. The recipient's device was explanted. A review of the device history record was completed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.